Event description:
A firestar percutaneous transluminal coronary angioplasty (ptca) balloon ruptured during inflation. The pt with unk medical history underwent a ptca of (aha 7) mid-lad. The lesion was described as heavily calcified, mildly tortuous and 99% stenotic. The complaint product was delivered to the lesion and was inflated multiple times, and then during an inflation, it ruptured at 10 atmospheres. No abnormalities were observed during prep, which was performed according to IFU (instructions for use). The procedure was started with a gw (runthrough) that crossed the target lesion, pre-dilation was conducted with a balloon (lacrosse 1.3/15mm) at the proximal section of the lesion, but the distal part of the lesion was not pre-dilated, because the balloon did not cross. Then, a firestar (2.25/15mm) was inserted into the lesion, but physician had difficulty delivering due to the heavy calcification. An inflation device was used, MFR not indicated. Info about the type of contrast and saline ratio used was not reported. Another balloon was used to treat the lesion and the procedure was finished successfully. There was no reported pt injury.

Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process, that can be related to the reported complaint. Review of lot 13409110 revealed no anomalies during the mfg, and inspection processes that can be associated with the reported complaint. Thirty two units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. The burst test results and inflation/deflation tests were reviewed, and no anomalies were found. The receiving inspection records for the used sakura balloons (lot: 0212070123) were reviewed, and this lot was deemed acceptable. Without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the info suggests that vessel, lesion and procedural issues may have contributed to the confirmed burst.